Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system while he was trying to prime. Insulin was also squirting out of the infusion set. He didn't know his blood glucose level. Troubleshooting was performed and it was found the drive support disk was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.